Manufacturer narrative:
Age or date of birth: unk. Sex: unk. Weight: unk. Ethnicity: unk. Race: unk. Implant date: unk. PMA/510k: this product is not marketed in the us. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 13.7mm,vicm5_13.7, -10.00 diopter implantable collamer lens was implanted into the patients right eye (od). The patient experienced elevated intraocular pressure and pi had to be performed to bring the pressure under control. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Lens was implanted into the right eye (od) on (B)(6) 2019. Should be added in the initial MDR. D6- (B)(6) 2019 should be in the initial MDR. Claim# (B)(4).